Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 11-sept-2019 literature article entitled: ¿inferior radiographic and functional outcomes with modular stem in metal-on-metal total hip arthroplasty¿; by inari laaksonen, md, phd, vincent p. Galea, ba, james w. Connelly, ba, sean j. Matuszak, ba, orhun k. Muratoglu, phd, henrik malchau, md, phd; published in the journal of arthroplasty 33 (2018) was reviewed for MDR reportability. The study¿s objective was to investigate the effect of stem type on the prevalence of osteolysis and radiolucency, blood metal ion levels, and functional outcomes in patients with articular surface replacement tha (asr xl), a type of mom tha. The models of prostheses used include asr xl system with summit, corail or s-rom femoral stems and srom sleeve. The study identified the following to be adverse outcomes, patient quantity is stated if provided: radiographic lucencies, osteolysis, pain, decreased function, elevated blood metal ions, adverse local tissue reaction, surgical intervention / revision.